Manufacturer narrative:
The insulin pump was returned for a low battery alarm and power system error confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then the power system error was triggered when the backup battery unloaded voltage (ul vlith) that was less than 3.7v for consecutive 240 minutes. Analysis of microtimer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The pump was received with a minor scratched lcd window, cracked battery tube threads, a scratched case, and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states..

Event description:
It was reported that the customer had a low battery alert as a battery was just inserted into the insulin pump. It was also reported that the battery was completely new.